Event description:
It was reported that a user experienced bluetooth connectivity issues in which dexcom g7 glucose readings appeared in the dexcom app but did not display on the ilet pump, and pairing to the ilet failed despite attempted re-pairing and a subsequent sensor change; the issue aligned with an intermittent communication failure involving the device¿s electrical/magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected per user report. Investigation included communication with the user, analysis of information provided by the user, and assessment for interoperability concerns. Investigation of this case revealed an interoperability problem between the cgm and the ilet with intermittent communication failure traced to components associated with electrical/magnetic function, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.